Event description:
Pt had device placed on 11/17/94. This was a new catheter rptr had been sent since the recall (not a tray, etc, just a catheter). Rptr had been also told the problem was between the extension and hub and there was no extension here to deal with. This catheter started leaking between the cap and the catheter. It had not been irrigated forcefully or with im syringe. Also, this catheter discolored after adriamycin leaking. Pt seems to be without problem, however, now has no line.